Manufacturer narrative:
The pcb was observed to be corroded. The commutator cap was observed to be contaminated. The killswitch was pushed in. Fluid path testing found the formed needle to be the source of a blockage. A soldering iron successfully cleared this blockage. An internal leak was observed in the soft cannula 0.20 in. From the nail head. Battery voltages were measured and found to be lower than expected. A power supply was used to attempt data download. Initial attempts to connect to the master pdm were unsuccessful. The pcb was removed after necessary tests on other device components were complete. Additional attempts to connect to the device for data download were unsuccessful. Shelf mode current could not be measured as the device could not be successfully paired to the master pdm. The cause of the reported hazard alarm could not be determined.

Event description:
It was reported the patients blood glucose level rose to 330 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that there pod received an error.